Event description:
It was reported that premature detachment occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was inserted and positioned at the laa. A 27mm watchman flx closure device and delivery system were inserted through the was. During insertion, the closure device became detached from the core wire. The physician was able to re-thread the device and remove it. A second 27mm watchman flx closure device was successfully used and implanted.

Event description:
It was reported that premature detachment occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was inserted and positioned at the laa. A 27mm watchman flx closure device and delivery system were inserted through the was. During insertion, the closure device became detached from the core wire. The physician was able to re-thread the device and remove it. A second 27mm watchman flx closure device was successfully used and implanted.

Manufacturer narrative:
Device evaluated by MFR.: the returned watchman flx delivery system and closure device was received for analysis and the reported event was not confirmed. The returned device consisted of the watchman flx delivery system with the closure device in the sheath. Visual inspection identified numerous kinks in the sheath. Microscopic inspection identified tip damage as the tri-cuts were flared and there were abrasions on the inside of the sheath tip. These observed damages were attributed to procedural factors as the most likely cause due to the forces that are put upon the device during insertion, advancing, and manipulation. A functional test was performed by detaching the closure device from the core wire. The closure device was unscrewed from the core wire tip easily, without resistance. The closure device was re-attached to the core wire easily. There were no tactile difficulties threading or unthreading the closure device to its limit and the act of threading and unthreading was smooth throughout the thread mesh. Tensile force was applied to the closure device and the threads provided secure attachment between the core wire and the closure device as evidenced through loads high enough to alter the shape of the closure device. The closure device released from the core wire after six full rotations. Product analysis could not confirm the reported event as clinical circumstances could not be replicated. Premature detachment is consistent with excessive handling of the deployment knob or hub independent from the rest of the delivery system, therefore it is most likely that unintended use error caused or contributed to this event.